Event description:
Complainant alleged that ems found an unresponsive pt in cardiac arrest with hypothermia. Pt found to be very cold, there was no heat turned on in the house, and the pt's external temperature was reportedly below 75 degrees fahrenheit. Upon attempt to monitor the pt the device displayed only dotted lines and displayed "ECG lead off" message. Complainant indicated the pt expired which was not due to the reported malfunction.